Event description:
It was reported that patient had an infection that started from an infected cannulated screw in the tibia. Those screws/infection communicated to the knee after they tried to clear up the infection. The patient didn't follow the prescription and didn't come back to the hospital when told to so they could treat the infection properly.

Manufacturer narrative:
Additional devices listed in this report: cat 5512-f-502, lot geyy, description: tri ts femur sz5 right; cat 5541-a-502, lot fwm, description: triathlon femoral distal augment 10mm - size 5 right; cat 5565-s-016, lot mkn18h, description: tri press-fit 16mm x 100mm; cat 5571-s-025, lot es7hd8d, description: triathlon stem extender 25mm; cat 5521-b-400, lot gsiyd, description: tri ts baseplate size 4; cat 5546-a-402, lot mcv13d, description: tri rm/ll tib aug sz4 10mm. Also reported unknown catalog number, device description as l lateral right medial and tibial screw. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned to manufacturer.

Manufacturer narrative:
An event regarding infection involving a triathlon ts baseplate was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. A review of the device history records indicates all devices accepted into final stock met specifications. There have been no other events for this lot or sterile lot. The source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time.

Event description:
It was reported that patient had an infection that started from an infected cannulated screw in the tibia. Those screws/infection communicated to the knee after they tried to clear up the infection. The patient didn't follow the prescription and didn't come back to the hospital when told to so they could treat the infection properly.